Manufacturer narrative:
Reference number (B)(4). Catalog number 062941 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. Stoma site infection is a known complication of a peg- j tube placement. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023 the patient experienced purulent content in the stoma area for five days, with local pain and no fever. On (B)(6) 2023 the patient was prescribed two unknown oral antibiotics.